Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011; 429688 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptoms of weakness and shortness of breath. It was noted that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia / atrial fibrillation (af) events that led to incorrect classification of episodes as terminated. The lead remains in use. No further patient complications have been reported as a result of this event.